Event description:
The report from the affiliate indicated that the pt was included in a clinical study. The info received indicated that approximately eleven (11) months after the index procedure, the pt complained of chest pain. Coronary angiography demonstrated a focal 90% restenotic lesion in the mid to distal portion of the distally implanted cypher stent. The target lesion was the proximal circumflex. The restenosis was treated with an additional cypher 2.5/28 mm stent deployed at 18 atm inflation duration unk. The residual stenosis was 0%. The dr's comment regarding the probable cause of the event is that it is probably due to the fact that the pt is diabetic. During the intervention for the restenosis, an additional lesion was found in the right coronary artery (rca). The lesion was reported to be a 90-99% stenosis at the mid to distal end of the rca. The stenosis was treated with rotablator. Three (3) cypher stents were deployed: a 3.0/23 mm at 14 atm, a 3.0/28 mm at 20 atm, and a 2.5/28 at 20 atm from the proximal end in overlapping fashion. The inflation durations were not known. The residual stenosis was 0%. The pt was reported to be in stable condition. Pre-procedure medications were: warfarin potassium 1.0 mg/day, and cilostazol 200 mg/day. Intra-procedure medications were: heparin 10,000 units, aspirin 100 mg/day, ticlid 200 mg/day, warfarin potassium 1.0 mg/day, and cilostazol 200 mg/day. Post-procedure medications were: aspirin 100 mg/day, ticlid 200 mg/day, warfarin potassium 1.0 mg/day, isosorbide mononitrate 40 mg/day, and cilostazol 200 mg/day.